Event description:
International customer reported that a patient underwent an incarcerated hernia repair with mesh implant in 2008. The surgeon implanted the mesh placing suture tacks around the hernia defect. The pt was then closed and surgical tackers were laparoscopically placed around the periphery of the mesh. The pt presented six months later with a recurrent hernia. An open hernia repair was performed at which time the surgeon reports a hole was observed in the center of the mesh at the site of the initial hernia defect; the outer edges of the mesh were intact. A competitor product was placed over the hernia site.

Manufacturer narrative:
Conclusion: it is the opinion of our medical director and the operating surgeon that somehow, the mesh was damaged during suturing. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.